Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The caller declined to disconnect and deliver a bolus to update the insulin estimate and will monitor the situation, following up if necessary.